Manufacturer narrative:
The technician found the head end brake caster was not fully engaging in brake. He adjusted the caster to repair the bed.

Event description:
Information received indicates the brake is not holding.